Event description:
Three bags had unk adherent particles that could not be removed at the time of inspections. As it could not be ascertained whether they were inside the bag, outside the bag, or within the bag material. This was found prior to fill.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a case of particulate matter in, on, or embedded within the material of 3 cryocyte bags prior to fill. As in all cases of foreign particulate matter in a cryocyte bag there is additional risk to the pt regarding sterility, infection, and/or an additional adverse reaction. An attempt should be made to determine the contents and source of the particulate matter. (B)(6).